Manufacturer narrative:
The reported events of guide wire stuck and guidewire failure to advance were confirmed. As received, a complete lead was returned in one piece with a guidewire stuck inside the inner coil lumen. Visual inspection found the guidewire polytetrafluoroethylene (ptfe) coating stripped inside the bunched up inner coil at multiple locations of the lead consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported events was insolated to the stripped guidewire ptfe coating and damaged inner coil.

Event description:
During an initial implant procedure, the guidewire was unable to be removed and advanced down the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable with no consequences.